Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the roller pump would not go into reverse. There were punctures noted near the reverse switches. The unit was pulled out of service and replaced with a customer backup unit. Since the event occurred during preventative maintenance, there was no pt involvement. Investigation in process, but not yet completed.